Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedance less than 200 ohms and insulation failure was suspected. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event. Performance data revealed that the pacing mode has been vvi or vdi for approximately 4 years and there is no atrial data.

Event description:
It was reported that the atrial lead had low pacing impedance less than 200 ohms and insulation failure was suspected. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2015, performance data revealed that the pacing mode has been vvi or vdi for approximately 4 years and there is no atrial data. On (B)(6) 2015, secondary performance data review revealed that the minimum atrial lead impedance value was found to be less than 24 ohms which indicates an insulation breach.